Event description:
Reportedly, this ring was explanted after approximately a 6 month implant duration due to mitral regurgitation, bacterial endocarditis, and a perivalvular leak.

Manufacturer narrative:
H6: #86: device not returned.